Event description:
It was reported that the patient experienced difficulties speaking during initial advancement of the non-boston scientific microelectrode (mer) device on stage one of a deep brain stimulation (dbs) procedure. The physician opted to remove the microelectrode and cancel the procedure. A computed tomography (CT) scan taken revealed an intraparenchymal hemorrhage and patient was hospitalized. The patients hemorrhage is a risk of the procedure per the physicians assessment. It was noted that a dbs lead device was opened however never used. Physical analysis of the dbs lead was not performed as it was disposed by the facility. The patient did well post-operatively.